Event description:
Additional info received from MFR on 21 dec, 1998: the catheters received from the customer were evaluated and visual inspection revealed that a hole had been burned into each catheter. Previous investigations had identified the root cause for the burn: the catheter was being drawn into the heater during the heating cycle. This allowed the catheter to sustain thermal damage. As a result of field reports regarding burnt catheters, the design of the heater shell was reviewed and modified. The new design prevents the catheter from being drawn into the heater and subsequently burned. The device that engendered this report was manufactured before this change. The device is equipped with a failsafe that shuts down the unit if the temperature exceeds safe levels, and the catheter only sustained a burn as a result of direct contact with the heater.